Event description:
Patient reported the aligners causing a chipped tooth. At check in patient check true to pain, excessive bleeding, inflammation, sensitivity, discomfort, and chipped.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.